Event description:
It was reported that 6 years and 4 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Subsequently, intervention was taken to replace the failed valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the primary mode of valve failure was structural valve deterioration, predominant aortic stenosis with severe hemodynamic valve deterioration specified as an increase in mean gradient of at least 20 mmhg from baseline and a mean gradient of at least 30 mmhg. Additionally, worsening acute on chronic heart failure with preserved ejection fraction was reported. An unspecified medication was administered due to the heart failure. Subsequently, a non-medtronic valve was implanted valve-in-valve. Per the physician, the heart failure was not related to the medtronic valve, and was resolved following the valve-in-valve procedure.

Manufacturer narrative:
Updated data: a2. A4. A5a. A5b. B3. B5. B7. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.